Manufacturer narrative:
(B)(4). Batch # l54z30. Additional information was requested and the following was obtained: when the device stopped working, did it deliver any staples? It stopped working on the second firing. The knife blade went forward and stopped on the way back, about 5mm from end if yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. When the device stopped working, did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. How was the device opened following the event? Manual override. If by manual override, was the knife reverse switch attempted? Yes ¿ didn¿t work on which firing did this event occur (1st, 2nd, 12th, etc.)? 2nd. What was the product code of the green cartridge (gst60g or ecr60g)? Ecr60g. Was buttressing material utilized? If so, which product? Gore medical seamguard the analysis found that one ple60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, it is alleged that the device stopped working during the firing sequence. The gun had been fired a number of times before this incident occurred. The surgeon said that the tissue was not particularly thick. A green cartridge was used. The consultant opened a new powered gun and used a green reload and the firing sequence was completed without issue. There were no adverse consequences for the patient reported.